Event description:
The patient's hip was revised due to pain in the joint. The liner and head were exchanged. The pca femoral head was the only stryker device that was revised. The catalog and lot code were not visible on the explant.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown pca head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.